Event description:
During the treatment of an extremely tortuous vein, the physician was able to advance the catheter tip to the saphenofemoral junction. The device functioned normally during the first several treatment cycles. As the physician continued to withdraw the catheter, it failed to reach temperature. When the physician attempted to withdraw the catheter, he noted resistance and the device appeared to be stuck within the vein. The physician applied additional traction and was able to remove the catheter, but observed that the distal portion, including the heating element, had separated and was retained in the saphenous vein. The physician subsequently performed intravascular ultrasound and venography of the saphenous vein. The physician placed embolization coils proximal and distal to the retained catheter fragment to prevent migration/embolization. The patient was discharged the same day and has been see in follow-up. The patient has reported no symptoms related to the complication.